Manufacturer narrative:
The t:slim x2 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer awoke in the middle of the night to deliver a bolus, and believes accidentally programming and delivering a bolus of 1.01 units, instead of 0.6 units of insulin. Reportedly, the customer disconnected from the pump from a brief amount of time to prevent an adverse event from occurring. At the time of the reported event, the customer's blood glucose level was 160 mg/dl, and the customer was able to reconnect and resume insulin delivery on the pump. The customer confirmed bg levels remained within target range during the time in which the event occurred.